Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On an unknown date in (B)(6) 2005, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a distal type I endoleak originating from the contralateral leg component was discovered. On (B)(6) 2020, a reintervention was performed whereby an additional contralateral leg component and iliac extender component were implanted to extend the previously implanted contralateral leg component. The endoleak was resolved. The patient tolerated the procedure.